Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference #: 1627487-2019-10320. It was reported the patient stated she did not receive any benefit from the scs system. As a result, the patient may undergo surgical intervention to explant the system on a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device is not available for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.